Event description:
A staff person from a user facility reported that a surgeon, who was performing an acoustic neuroma procedure, misidentified the microwipe device contained in this kit. According to the user facility, the surgeon thought that the microwipe was gelfoam and placed the device into the pt. As soon as it was discovered that the microwipe was used incorrectly, the surgery was prolonged so that the surgeon could retrieved the device. User facility staff claims no fragments of the device remain in the pt. No consequences to pt occurred.